Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon detachment and removal difficulty occurred, requiring additional devices for removal. An 18-4/5.8/75 xxl esophageal balloon was used during an iliac venogram in a non-tortuous, non-calcified vessel. After two venous wallstents were placed, the balloon was inflated to 5 atmospheres for 20 seconds but detached from the catheter upon removal and became stuck near the introducer sheath. It was retrieved in two pieces using a snare and larger sheath, with full deflation at removal. The retrieval extended the procedure by 3 to 4 hours. There were no patient complications and full recovery was expected.